Event description:
It was reported that this inflatable penile prosthesis (ipp) auto-inflates on a regular basis. The patient stated it happens at night and he wakes up. It makes his shoulders jump, it feels like he has to urinate and it has caused weight loss. Troubleshooting techniques were discussed. Patient services suggested he reach out to the physician. The patient will reach out with further issues if needed. There were no additional patient complications.

Manufacturer narrative:
Correction to h6 patient codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) auto-inflates on a regular basis. The patient stated it happens at night and he wakes up. It makes his shoulders jump, it feels like he has to urinate and it has caused weight loss. Troubleshooting techniques were discussed. Patient services suggested he reach out to the physician. The patient will reach out with further issues if needed. There were no additional patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) auto-inflates on a regular basis. The patient stated it happens at night and he wakes up. It makes his shoulders jump, it feels like he has to urinate and it has caused weight loss. Troubleshooting techniques were discussed. Patient services suggested he reach out to the physician. The patient will reach out with further issues if needed. There were no additional patient complications.